Event description:
The consumer was allegedly found with his head resting against the rail and face down on the mattress with his lower body on the floor. The consumer was taken to the hospital where he later died.

Manufacturer narrative:
Manufacturer received information that indicates a home care facility had discovered pt over the edge of his bed face down on the mattress. Zone of entrapment appears to be zone 3. Pictures provided indicate the rail was in the assist position. The bed system in use does not appear to have been equipped with an invacare mattress. Pt was found breathing, and transported to a hospital where they later passed. No alleged product malfunction. MDR filed based on death.